Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the reported event. The treatment for the peritonitis included an injection of reflin (dose, frequency and route of administration not reported) and an injection of tobramycin (80 milligrams, frequency and route of administration not reported) for peritonitis. The patient's catheter was removed and the patient was recovering from the peritonitis event. At the time of this report, catheter re-insertion was planned for a future date. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.